Manufacturer narrative:
The iab was removed and a leak was noticed in the membrane. According to medical team, the pump alarmed and stopped functioning in morning hours and pump tubing was filled with a considerable amount of blood. Inspection by hospital bio engineer revealed that there was a 1 mm long rupture at least 3 cm from proximal end as well as large quantity of blood inside the iab. Blood was also visible in pump tubing, though there was no penetration of blood into device.

Event description:
It was reported that in 2007, patient was moved from ER to cath lab for primary procedure for acute mycardial infarction and cardiogenic shock. Sheath and iab were inserted. Patient was transferred to ICU intubated, ventilated and iab dependent. The following day, "during the 12th hour post iab insertion the blood pressure was 100/(full iab support). The iab function was excellent". At 7.30 in the am, a sudden collapse of blood pressure, iab was not working, resuscitation was started without response. The pump was checked and found to be in "in order." Pump was checked for list of alarms that occurred in the last hours when the patient was still alive. The pump model does memorize the last warnings. In case of any warnings (alarms), the installed device should print out the data of the event. Upon the bio engineer's check, the pump did not have paper in the recorder. A follow-up report will be filed if more information becomes available.